Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was flushed and a fracture was discovered. PICC declared unfit for use. Fractured line removed & returned to infusional services.